Event description:
A vaxcel pasv port was placed for the infusion of therapeutic medication in 2003. On a separate occasion, the catheter fractured in two pieces. These fragments were later removed in surgery.